Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a possible over dose involving the insulin pump. Customer reported that she accidently connected the infusion set to her body during the priming process and inserted too much insulin. Customer reported that she took many glucose tablets to prevent blood glucose from going low. Customer's blood glucose at the time of the incident ranged from 168 to 256 mg/dl. Customer's current blood glucose was 161 mg/dl. Customer reported that the insulin pump alarmed no delivery during the fill tubing process. Product is not expected to return.